Event description:
Analysis was performed and noted that the embolic coil was found kinked and the gripper was found stretched. The original complaint received from the affiliate stated that resistance was felt when the delivery tube of the product (637cs1030/lot 13450908) was inserted into the microcatheter (prowler select plus). The coil was removed from the patient, and flushed twice, then inserted once again. Peel away was done though the resistance was still felt. When the coil was attempted to be inserted in the aneurysm, the coil was stuck with the microcatheter and stopped advancing. The target lesion location was the internal iliac artery. The vessel was not calcified and not tortuous. After removal from the package and during prep, the product looked normal. During insertion all IFU guidelines were followed. The introducer was seated correctly on the hub of the catheter. A constant flush was maintained throughout the procedure. The delivery system was removed from the patient and changed to the other product. The same microcatheter was used to complete the procedure. There was no loss of target lesion access. There was no damage to the coil noted after removal. The procedure was completed successfully without any patient injury.

Manufacturer narrative:
During a coil embolization of a non-tortuous, non-calcified internal iliac artery, there was resistance inserting the trufill dcs orbit coil through the prowler select plus microcatheter. After removal of the orbit, another device was successfully inserted through the same microcatheter without loss of target lesion access. The procedure was completed successfully without patient injury. It was reported that there was no damage to the coil noted after removal. Analysis of the returned device found the coil was detached and kinked and the gripper was stretched. Resistance was felt when the delivery tube of the trufill dcs orbit (637cs1030) was inserted into the prowler select plus microcatheter. The coil was removed from the patient, and after flushing twice, the coil was inserted again. The introducer was peeled away although resistance was still felt. When attempting to insert into the aneurysm, the coil was stuck with the microcatheter and stopped advancing. The delivery system was removed from the patient and changed to another product. After removal from the package and during prep, the product looked normal. During insertion all IFU guidelines were followed. The introducer was seated correctly on the hub of the catheter. A constant flush was maintained throughout the procedure. The delivery system was removed from the patient and changed to the other product. A non-sterile trufill orbit dcs was received coiled inside of plastic bag and in a separate bag was received an embolic coil. The hypotube was inspected and several kinks and bends were found. The introducer was unzipped and residues of dry blood were observed inside. The support coil was inspected and no damages were found. The gripper was inspected and stretched section was found. The embolic coil was inspected and a kink was found. The support coil, the gripper and the embolic coil were outside of the introducer. The od was measured and was found within specification. The embolic coil and the gripper were inspected under microscope. The embolic coil was found kinked and the gripper was found stretched. The functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported resistance and inability to insert the coil through the microcatheter could not be evaluated due to the returned condition of the device. The cause of the kinks and bends on hypotube and kinked embolic coil could not conclusively determined; however, based on the analysis the reported information and the device history record review, there is no indication that it is related to the manufacturing process. Inspections are in place to prevent these types of damages leaving from the facility. Because the detached state of the coil and stretched condition of the gripper would be evident with visual inspection and it was reported that there were no damages to the device after removal, it appears that these damages are due to post procedure handling. The instructions for use outlines that if any resistance is encountered during insertion of the coil system, it should be removed. The continued use of the device after initial resistance and after resistance with re-insertion may have contributed to the inability of the device to be fully advanced through the microcatheter. Procedural or handling factor appear to have impacted on the failure experienced by the customer; therefore no corrective actions will be taken at this time.